Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was intact and all the buttons were responsive to user presses. The original complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the keypad was removed and there was contamination found under all the key contacts.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.